Manufacturer narrative:
The reported event of overestimation was confirmed. Based on the provided information, the incorrect longevity value was due to an error of fuel gauge count (consumption data) reading. The incorrect reading led to the inaccurate longevity estimate.

Event description:
During an in clinic follow up, the device longevity was estimated to be longer then at the previous follow up. Overestimation was suspected. Technical support was contacted and recommended further investigation. No intervention has been performed at this time. The patient was stable and will continue being monitored.